Event description:
A dynaflex device was implanted on 8/10/90. The left cylinder was revised on 7/9/93. The entire device was removed from the pt on 4/11/97 because it "broke." An ambicor device was implanted.